Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock configuration was reprogrammed to rv coil to can and impedance measurements returned to normal. Technical services (ts) indicated that this is suggestive of a proximal coil issue and recommended leaving it programmed to rv coil to can and monitor. No adverse patient effects were reported. The lead remains implanted.